Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, main lamp of the device did not ignite, and spare lamp worked. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on the information that the device was manufactured over 8 years ago, omsc assumed that the reported event was caused by failure of power supply unit parts due to aged deterioration. The aged deterioration may have been caused by long-term use. If significant additional information is received, this report will be supplemented.